Event description:
Home patient (hp) reports incomplete prime of pt line of homechoice set. Family member of hp reports hp has noted no further difficulties since baxter technician assisted hp in repriming line and completing treatment, the night of incident. No pt injury or medical intervention required per family member of hp.